Event description:
It was reported the patient was not receiving effective therapy due to high impedances and right lead migrated. The migration was confirmed via x-rays. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.